Event description:
It was reported that the patient developed an infection at their implant pocket. The left bundle pacing (lbp) lead was explanted along with their pacing system. There was no further adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).